Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the suture broke on the mesh leg thrown through the right sacrospinous ligament, and the bullet detached inside the pt. The physician was able to retrieve it with no difficulty. The procedure was completed with a free-standing suture, with no complications to the pt, who was reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the suture and bullet were disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.